Manufacturer narrative:
Replacing hard drives every two year is a part of preventative maintenance noted in the service manually, but the customer stated that they have never replaced the hard drive on this unit. The customer is going to replace the hard drives themselves and is ordering the hard drives.

Event description:
(B)(4).